Event description:
It was reported that the foley catheter balloon fell out of the patient few days after catheter placement. The balloon was inflated again outside the patient's body and no leakage or spontaneous draining of sterile water was allegedly observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The product had caused the reported failure. Sample was inflated with water and observed water leaking thru drainage eye. Dissected the catheter and observed tear created on rubberize layer of catheter. Tear was examined under microscope and noted to be rounded and not smooth and identified this is related to manufacturing. A potential root cause for this failure could be due to thin rubberize thickness/mechanical failure/operator error or bubble void on rubberize layer that may lead to lumen-to-lumen leak. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon fell out of the patient few days after catheter placement. The balloon was inflated again outside the patient's body and no leakage or spontaneous draining of sterile water was allegedly observed.